Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 58 pulses after completing second prime. The download data showed a drive stall and pulse width timeout during first prime. The drive stall prevented the firing flat from reaching the firing position before the end of second prime, resulting in a failure to deploy the cannula. No defects were found to either the drive mechanism or needle mechanism that would result in a failure to deploy. The device was connected to a master pdm and a 5 unit test bolus was delivered without issues.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after the patient wore the pod for less than an hour and noticed that the cannula never deployed from the pod. The pod was discarded.